Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 325cc saline prosthesis placed experienced unspecified discomfort post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Limited details regarding this event were provided to mentor. If additional information becomes available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 202422, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).